Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the procedure, the ipsilateral leg of the trunk-ipsilateral leg component was reportedly deployed while pushing up. According to the report, the proximal end of the trunk-ipsilateral leg endoprosthesis moved proximally upon deployment (distance approximately one long marker length). It was reported the device partially covered the right renal artery and covered an accessory renal artery on the left side. However, blood flow was reportedly satisfactory in both renal arteries. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel.¿